Event description:
The cook medical, bronchoscope cytology brush was utilized to obtain an endotracheal bronchial culture. Prior to utilizing this device, the healthcare professional inspected the device and the black sheath at the end of the catheter brush did not appear to be detachable. In addition, neither the label nor the package insert revealed a warning that this sheath must be removed prior to use. After the culture was obtained and the brush was removed from the endotracheal area, the black sheath was no longer present on the catheter brush. The black sheath became lodged in the pt's right main bronchus. As a result, a bronchoscopy was performed and the sheath was removed. The pt remained stable throughout this event and no permanent harm resulted. The primary concern was the absence of a warning label indicating that the sheath must be removed prior to use. This event was reported to the MFR via (B) (4), district mgr for endoscopy with cook medical on 05/25/10 at 0900.